Event description:
The customer reported that the collimator would not open. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested, found to be working as intended, and put back into service.